Event description:
No osseointegration was achieved after placement of pepgen and puros (not manufactured by dentsply) bone grafting materials preoperatively and at the time of implant placement; it is unclear when each material was placed or if a combination was utilized. The implant failed a few weeks after occlusal loading and as a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.